Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a white rubberish material clogged in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (medical device problem code has been corrected to 4048 - failure to clean adequately). Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, foreign material could not be identified. The foreign material could not be removed because the device was not reprocessed properly due to leak from the bending section cover. However, a root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.